Event description:
It was reported that the right ventricular lead exhibited noise. All electrical measurements were normal. The noise was reproducible with isometrics. During the procedure the physician suspected fracture on the lead. The lead was removed and replaced. The patient was in a stable condition prior, during and after the procedure.

Manufacturer narrative:
Final analysis found an external abrasion breaching the outer insulation at 25.1 cm to 25.3 cm from the connector pin which exposed the outer coil. The abrasion was consistent with friction to the device can. This contributed to the reported noise. All other damages found were sustained during the explant procedure.

Manufacturer narrative:
Correction: concomitant medical product was not included in the previous report.